Manufacturer narrative:
Additional information received on 3/22/2019, indicated that the patient underwent bilateral removal and replacement with mp sizer with keller funnel, 450cc on (B)(6) 2019. The patient tolerated the procedure well. There were no complications manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4/3/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent and siltex cracking were observed on the anterior aspect, the rent measuring approximately 0.5 cm. Microscopic examination was performed. No evidence of instrument damage was observedno other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within siltex cracking were found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 325cc saline breast implants which the left side deflated after implantation. The issue was confirmed during the examination by the doctor. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019 additional information received indicated that the right implant replaced with catalog number 3504501bc, serial number (B)(4), and left replaced with catalog number 3504501bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).